Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Excessive vault and refractive surprise were noted, patient experienced a reduction of irido-corneal angles and blurred vision. The lens was exchanged for a shorter lens with a different diopter on (B)(6) 2015 and the problem was resolved. Patient's last known ucva was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).